Manufacturer narrative:
The insulin pump was received with blank display due to battery tube connector not plugged in properly. The device had minor scratched display window.

Event description:
It was reported that the insulin pump has a blank display and will not power on. Customer's blood glucose reading was 340 mg/dl. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)